Event description:
Event description cpi received information that two myocardial leads were removed from service. An invasive procedure was performed due to 'double counting'. The physician elected to remove and replace the leads.